Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 15mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).